Event description:
Device gives pacer equipment error, shock error, and opcheck error. The andover bench confirmed the device pacer, shock, and opcheck issues. There was no pt involvement with this issue.

Manufacturer narrative:
(B)(4): device gives pacer equipment error, shock error, and opcheck error. The andover bench confirmed the device pacer, shock, and opcheck issues. There was no pt involvement with this issue. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.